Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there¿s something wrong with his pump because the motor sounds like it is slowing down and then speeding up whenever he primes. The customer is advised that he is probably experiencing a no delivery alarm because of site, set or reservoir issues. The customer said that they have tried different cannula lengths. He said that the alarm occurred during manual prime. The customer said that his blood glucose was 200 mg/dl and over 400 mg/dl and he treated with the pump. The pump will be returning for analysis. The reservoir will not be returning for analysis.